Event description:
The lay user/patient called lifescan (lfs) in 2006, and alleged that his one touch ultra meter would not power on. The medical affairs specialist spoke to the patient one day later, and obtained and verified the following information. The patient was unable to test on his meter for approximately one week. He visited his physician because of symptoms of feeing sweaty and jittery. He visited his physician one day earlier because of the symptoms. His blood glucose was tested and he obtained a result over 300 mg/dl. The patient was given 15 units of regular insulin. He normally takes 70/30 insulin twice a day, but he was guessing at the amount of insulin to take when he was unable to test. The lfs customer customer servi ce representative walked the patient through a successful blood glucose test. This complaint is being reported, as the patient was unable to test on his meter and he requires his meter to adjust his insulin. He subsequently visited his physician and required medical intervention for hyperglycemia. A replacement meter has been sent.